Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unable to verify pump error 15/3/53/54/23 alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were not able to rewind and no prior request for battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.